Event description:
Same case as 2134265-2011-05512. It was reported that during preparation for a percutaneous coronary intervention (pci) procedure, a guide wire fracture occurred. The 90% stenotic lesion was located in the calcified and moderately tortuous proximal left circumflex artery. Prior to the procedure the physician was testing the speed of the 1.75mm rotablator burr and the 330cm rotawire guide wire detached when the speed of the rotablator went from 190,000 to 200,000 rpms. The procedure was completed with another of the same device. No complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the returned rotablator plus was received connected together. Tug and connect/disconnect tests were performed to examine the integrity of the connection and no issues were noted with the unit handshake connectors. Resistance was met during an attempt to wire guide the catheter/burr unit using a control guide wire. Microscopic examination of the burr revealed that the burr annulus was misshapen. This type of damage is consistent with the burr coming into contact with the guide wire. A scratch test was performed and confirmed that the burrs cutting action was acceptable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of the reported complaint has been determined to be user related as per the dfu the following instructions were not followed: ""never advance the rotating burr to the point of contact with the guide wire spring tip. Such contact could result in distal detachment and embolization of the tip." (B)(4).